Event description:
A surgeon reported a patient experienced blurred vision following an intraocular lens (iol) implant procedure. The lens was exchanged for an unknown iol. Additional information was received from the surgeon.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved lens, cartridge, handpiece and viscoelastic combination was used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2013. (B)(4).